Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer¿s blood glucose level, as information was unknown or declined. Technical support assisted the caller in resetting the pump, provided necessary information, and after the reset, no further malfunction codes recurred. The customer was advised to continue using the pump and to reach out if any issues reoccur.